Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The device was exposed to rf ablation. The device elective replacement indicator flag was successfully reset. No patient symptoms were reported; the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.